Event description:
The customer reported to vyaire medical that prior patient use, while performing a quick check on the bellavista 1000, technical failure 401 - inspiration valve or device leaky began to alarm, and when checking the alarm, technical failure 316 - blower failure was also noticed. Also, troubleshooting for tf 401 was manually stopped, and there was a burning smell and smoke coming from the unit. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
The suspect device was not returned for evaluation. Vyaire medical was able to confirm the issue. The investigation of similar cases from the same install base revealed that extremely fine salt from the facility's environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris and resistance to the blower rotation. As a result of the overheating, the blower driver fets on the main electronics were damaged. A new main electronics and blower will be sent under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.